Event description:
Country of complaint: (B)(6). Broken thread, poor tensile strength.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: no samples rec'd for eval. There are no previous complaints of this batch. All units distributed, no units remain in OEM stock. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements.